Event description:
Per the clinic, the patient experienced swelling with fluid collection and infection at implant site subsequent to sustaining a head trauma (specific date not reported). Subsequently, the patient underwent revision surgery on (B)(6) 2025, for incision, drainage, washout and hematoma removal. Later, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.